Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the malfunction inadequate dielectric strength was due to damaged outer tube and the most probable root cause of the malfunction foreign material at laser light cable plug of the video cable section was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the laparoscopes, video to the service center for a separate issue. During the device analysis, the technical assistance indicates that an inadequate dielectric strength and foreign material at laser light cable plug of the video cable section was found. There was no patient involvement.